Event description:
Related manufacturer reference number: (B)(4). It was reported that right atrial (ra) and right ventricular (rv) leads exhibited over-sensing noise. The leads were explanted and replaced. The patient is in stable condition.